Event description:
A report was received that the patient underwent a pocket revision procedure due to infection. The physician explanted the patient's scs system. The patient's symptoms were chronic oozing due to patient picking at the pocket incision site. The patient was given antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: device: sc-8120-70 (B)(4) description: artisan surgical ld, 70cm 16 contact lead the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory.